Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant increase in thresholds and high impedances were observed. Several repositioning were done and the impedance kept increasing, therefore, the lead was not used. Patient status was stable.